Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2005, to the present date (B)(6) 2020, and note that this device has been returned for service 4 times, 3 of which correlates to the customer reported issue or service repairs. Also, there was a production failure (B)(4), for errors ¿ communication which does not correlate to the customer reported issue.

Event description:
The customer reported fails calibration. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fails calibration. There was no patient involvement.